Manufacturer narrative:
H.6. Investigation: one (1) sample and two (2) photos were provided by the customer for investigation. The sample was visually examined using unaided vision. Part of the luer lok® collar on the tip is broken. Two (2) photos were also provided by the customer for investigation. One (1) photo shows the entire syringe. The second (2nd) photo shows a closer view of the tip. This photo shows that part of the luer lok® collar on the tip is broken. A device history record (DHR) review was not able to be performed on the batch associated with this investigation as the batch number was not known. The damage to the luer lok® collar is rough and jagged indicating that the collar was damaged after being molded. This indicates that the collar made contact with a hard surface causing the collar to break. As the batch number was not known it cannot be determined when or where this contact occurred. H3 other text : see h.10.

Event description:
It was reported that the syringe 20ml ll s/c 48 experienced a tip/luer cracking/damaged/deformation/bent during use. The following information was provided by the initial reporter: the luer lock part was damaged.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the syringe 20ml ll s/c 48 experienced a tip/luer cracking/damaged/deformation/bent during use. The following information was provided by the initial reporter: the luer lock part was damaged.